Manufacturer narrative:
Event date: (B)(6) 2018. The device was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes would not fully connect to the patient's transfer set. This event occurred during use of the device. It was further reported that the connection between homechoice cassette and the transfer set was loose and would not tighten. There was no damage to the transfer set and no tools were used to make the connections. The transfer sets were not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.